Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: unknown); implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a pipeline flex with shield (ped2) that failed to open. It was reported that the pipeline and all accessory devices were prepared as indicated in the instructions for use (IFU). The pipeline failed to open throughout the whole stent. It was unclear if the device was implanted or removed but it was noted that there was no patient injury. Ancillary device: phenom 27 microcatheter (fg15150-0615-1s).

Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The cause of the pipeline¿s failure to open was attributed to extreme difficulty in opening the device distally, which led to excessive manipulation and maneuvering and ultimately resulted in deformation. The pipeline was removed from the patient, so no additional device or intervention was needed to secure an unopened stent. The procedure was completed successfully with the implantation of another device.